Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. In addition the camera head was not recognized. Other findings were a dead battery and the picture-in-picture had terminal corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera video system center did not have an image. The issue was found during preparation for use in an unspecified therapeutic procedure. There were no reports of patient harm.